Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late forming seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a 41-year-old female patient who underwent breast augmentation revision surgery with mentor smooth hpg, 550cc gel breast implants on (B)(6) 2011 experienced a left-sided " recurring late forming seroma". Per the information provided, the patient experienced a recurring late-forming seroma. The prior seroma was observed in 2011 and treated by the implanting surgeon. The recurring seroma was drained times by the current surgeon. Needle aspirations occurred on (B)(6). All pathology findings were negative for alcl. The patient is scheduled to undergo breast implant removal surgery on (B)(6) 2023. No further information was available at the time of this review.